Event description:
Embolization coil did not detach from delivery device after multiple attempts. Coil and delivery device were removed with no adverse events. Initial report received on 7/25/02. Product returned in 07/29/02.